Event description:
It was reported that the patient experienced pain at the ipg implant site after reported weight loss. Patient underwent surgical intervention on (B)(6) 2022 where the pocket site was revised to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.